Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was reported that all instruments are just worn down or cracked from impact and use. Normal wear from time used. No indication of deficiency was noted by the surgeon or staff. Update: july 18, 2017: upon evaluation of the returned device, the smaller post of the trial is fractured. The fractured post/balseal was not returned for evaluation.

Manufacturer narrative:
Examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.